Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. 676713) inserted for female sterilization. The patient's medical history included uterine adhesions. Concurrent conditions included pelvic pain female, menorrhagia, menses irregular, hydrosalpinx and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: I. Essure is seen within each fallopian tube, 2. There is no free spill of contrast into the peritoneum.. Lot number: 676713 manufacturing date: 2009/09 expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of product technical complaint. Fu1 and 2 processed together. On 3-mar-2020: pif received : reporter added , product indication use added. Fu1 and 2 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. 676713) inserted. The patient's medical history included uterine adhesions. Concurrent conditions included pelvic pain female, menorrhagia, menses irregular, hydrosalpinx and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: impression: essure is seen within each fallopian tube, there I s no free s pill of contrast into the peritoneum. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.